Manufacturer narrative:
Investigation result: visual examination of the returned complaint device revealed the catheter was broken into 2 pieces near the distal end of the exit marker. The detached distal section was returned. The balloon did not have any visual defects and was in good condition. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. Functional analysis could not be performed due to the returned condition of the balloon. The damage found in the catheter possibly occurred due to factors encountered during the procedure, the interaction with the scope, and/or the manner as the device was handled and manipulated. As the balloon was unable to be functionally evaluated, the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a dilation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, upon inflation, it was noted that the balloon was "drilled" and leaked. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Investigation results revealed the catheter was broken; therefore, this is now an MDR reportable event.